Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that a temperature warning message was displayed. System logs confirmed a temperature warning error was reported by the video blend lane (vbl)1- video slice (vsl1). The error has reoccurred and was reported by the same blend lane. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced isi core to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The vision side cart (vsc) core was analyzed and upon visual inspection, found u200 was fallen off which would be related to the reported failure. The error 92 with node video slice (vsl)1 was found in system logs which means video blend lane (vbl)1 saw adc warning temperature on channel 18, field programmable gate array (fpga), 366 compared to the max of 365, confirming the fault occurred in the field. The u200 was reseat into vsl1, and core was installed and tested into a known good system where the component functioned as expected. After programing, system started up without any error, with good image both left and right eye, good audio, and the 4 fibber ports of the core were working good with blue led up. Ran 30x power cycle with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an improperly seated component (u200) within the vsl1 causing degraded functionality and overheating after continuous usage.

Event description:
Refer to h11 for follow-up information.